Manufacturer narrative:
Results: the px slim was kinked approximately 137.0 thru 149.5 cm from the hub. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. This type of damage typically occurs if the ruby coil was forcefully retracted against resistance. Furthermore, the ruby coil pusher assembly was not returned for evaluation. Evaluation of the returned px slim revealed that the distal shaft was kinked in multiple locations. If the peel-able sheath is not used during insertion into a parent device, damage such as this may occur. These kinks likely contributed to the returned ruby coil getting stuck in the px slim during the procedure and the reported resistance experienced when removing the px slim. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01370.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01370.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance the ruby coil through the px slim, the ruby coil became stuck inside of the px slim; therefore, physician attempted to retract it. While retracting the ruby coil no resistance was experienced; however, the ruby coil unintentionally detached inside of the px slim. The physician then attempted to remove the px slim containing the detached ruby coil; however, resistance was encountered and the physician was unable to remove the px slim. Therefore, the physician removed the guide catheter, the px slim and ruby coil together. The procedure was then completed using another microcatheter and other coils. There was no report of an adverse effect to the patient.